Event description:
Philips received a report that a patient was cut on the edge of the patient support. During horizontal travel of the patient support, the patient's fingers were in the gap between the top and the patient support and were pinched resulting in the cut. The patient was not under anesthesia and the scan was completed. The cut was on the peripheral joint of the left ring finger. Seven sutures were placed to close the injury. The patient is expected to fully recover once the sutures have been removed.

Manufacturer narrative:
The root cause of this finger pinching related incident is use error. The user has not strictly followed the safety instructions and warnings to protect the patient. The finger pinching related incident could have occurred due to misuse by a person who was either untrained and unsupervised (violation of the instructions for use (IFU) and local safety procedures), or by a trained employee who was not following the IFU and/or was also ignoring the warning labels (conscious decision to act in opposition to training and/or normal use instructions). The patient had been strapped in, but because he was conscious, he was loosely secured in place. In addition, no arm boards (protective measures to prevent finger pinching) were used at the time of the alleged harm (which, as stated IFU, should have been provided to prevent the patient from grabbing around the table sides and pinching the fingers during horizontal table motion, which is what happened in this event). This is considered an unfortunate incident that could have been prevented. The instructions for use clearly mentions this type of hazard and how to prevent it from happening.